Event description:
Codman disposable perforator did not disengage at the point of complete perforation into skull during procedure creating burr hole.

Event description:
Add'l info rec'd from MFR 8/23/02: MFR was unable to specifically evaluate the complaint sample at issue in this report since the hosp was not willing to release it to them for examination and test. The hosp did, however, send 8 units of the same lot number from their inventory for evaluation. The methodologies used to test and evaluate the device were as follow: review of complaint history for this lot of devices. Exmination of lot history records. An expanded version of the functional testing was carried out in accordance with the original test methods applied during routine mfg and quality assurance tests. The tests include functional testing of the device's ability to drill properly into pine boards, disengage when the hole was completed and then to re-engage and drill/disengage for 10 test holes. Routine testing carries out 5 test holes whereas MFR applies a more stringent test of ten holes for returned samples for added assurances of the drill disengagement function. One non-MDR complaint had been received previously for a perforator from this lot but it involved a different reported problem. A premature disengagement was reported where the hole was not completed and the device disengaged. No pt harm or potential for harm was indicated. In this case, co suspects that the user did not exert sufficient and/or consistent downward pressure while drilling. This can cause the device to stop drilling before completing a hole. Investigation of this complaint tested the complaint sample as well as another 5 units returned by the customer from the same lot. All units were tested in the manner described above and performed to spec. All records showed no discrepancies in MFR or testing of this lot of devices. In total 80 units from this lot were made. All 8 of the returned devices drilled, disengaged and re-engaged successfully for ten holes each. All holes were completed as expected. Because MFR was unable to identify any failure modes for the devices returned, MFR has concluded that other factors may have caused or contributed to the problem noted. There are several factors that could contribute to the devices failing during use. These are outlined in the product insert along with the warnings of these conditions. MFR has again requested that the complaint unit associated with this medwatch report be returned for evaluation at their facility. MFR will follow up with a supplemental report should they be provided with an opportunity to examine and test the device.